Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/23/2015. The fse found a hole in the differential sample line. The fse replaced the differential sample line, which repaired the leak. The fse also found that pinch valves vl48 and vl65 were sluggish. The fse replaced the actuators for pinch valve vl48 and vl65, which repaired the sluggish valves. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a reddish leak near the flow cell of the coulter lh 750 hematology analyzer. The volume of the leak was about 5 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, mask and a gown at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.